Event description:
The customer reported having problems with the ac power connector.

Manufacturer narrative:
The customer reported having problems with the ac power connector. Replacing the connector resolved the issue.